Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.75 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed without problem. The procedure was completed. No patient complications were reported and the patient status was good.